Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was not beeping. The alert type was set to beep and the customer was having trouble hearing the beeps. The customer did not wish to change alert type to vibrate. A self-test was performed and passed. The pump did vibrate during the self-test. Nothing further was reported.